Manufacturer narrative:
Manufacturer narrative: lens rotation, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A health professional indicated that a literature study titled "corneal refractive surgery (bioptics) after repeated rotation of a toric implantable collamer lens a case report", indicated an implantable collamer lens was implanted into a patient's eye. The patient experienced lens rotation, which lead to the lens being repositioned. Then the patient experienced a sudden decrease in visual acuity. The lens rotated again and the surgeon performed a femtolasik. The article concludes repositioning is a safe and effective prodedure, however sometimes corneal refractive procedure should be an effective supplementary tool instead of a icl replacement.